Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The territory manager reported via phone call that the customer went to healthcare professional with a high blood glucose of 1.000 mg/dl and was sent to the ER, on (B)(6) 2018. Customer was treated with two insulin drips. Customer's blood glucose reading went down to 115 mg/dl after hours of treatment. It was reported that on (B)(6) 2018, the insulin pump was exposed to MRI and had a failed battery test alarm, several motion sensor test failure, and motor error alarm with a blood glucose reading was 400 mg/dl. The morning prior to call, customer's blood glucose reading was over 600 mg/dl and ems was called she was taken to the hospital. Customer was released from the ER the same day. Customer had a low blood glucose reading of 40 mg/dl on (B)(6) 2018 and treated with food at the healthcare professional's office. Customer's blood glucose reading was 115 mg/dl at the time of call. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with motion sensor test failure alarm during rewind and stuck motor error alarm loop during bolus delivery due to motor encoder out of phase. All operating currents are within specification. No unexpected failed battery test alarms noted. Unit received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and stained end cap sticker.